Event description:
It was reported that the right ventricular (rv) lead appeared to pull back slightly and dislodged. The lead was found to have t-wave oversensing and undersensing of r-waves that have decreased. The lead was revised and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.